Event description:
Patient reported that the device's piston rod would not fully retract. He indicated that, as a result, when he inserted a new insulin cartridge, it cracked. Currently, the piston rod is frozen. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.